Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, they were unable to advance the clip out of the sheath therefore; they were unable to deploy the clip. The case was completed with another resolution clip device. There was no delay in the procedure due to the malfunctioned clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, they were unable to advance the clip out of the sheath therefore; they were unable to deploy the clip. The case was completed with another resolution clip device. There was no delay in the procedure due to the malfunctioned clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the oversheath. The clip assembly was located inside the oversheath. This clip assembly was exposed by pulling the oversheath back by hand. A functional evaluation was performed; the device was actuated several times and deployed per design. Based on the results of the evaluated conducted and the details of the complaint, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)